Manufacturer narrative:
The baxter technician found debris in the hook and catch system. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician cleared the found debris to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that progressa frame intermediate siderail does not reliably lock into the up position. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.